Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. A review of the share logs was performed and a loss of connection was not found within the investigation window. The allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported. The product was evaluated. An external visual inspection was performed and passed. The receiver failed to charge and boot due to perpetual rebooting. The receiver download retrieve and attach failed. Functional test was performed and it failed. The receiver case was opened to unplug and plug battery cable in an attempt to download receiver log and failed. There was no log available to download. The allegation was undetermined. The root cause could not be determined. No injury or medical intervention was reported.